Manufacturer narrative:
H6: investigation summary a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number ct1573. Customer reported that they have received a "false positive" on evp for nov and sav. Field service was dispatched. Field service performed an alignment, normalized the reader, cleaned and ensure fit of the reader. No parts were returned to bd for investigation. Complaint is confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h10

Event description:
It was reported that while running patient sample with bd max¿ enteric viral panel the result was ind. Repeat testing performed and tested positive for novo and sapo viruses. Confirmatory testing was repeated and the results were negative. There was no report of patient impact. It was reported that discrepant results for cat 443985 lot 0302027. Customer states they did not look at pcr cartridge to check for bubbles. Customer has also stop using auto-release function when releasing results. Customer has questions about the results for evp panel and reports discrepant results for cat 443985 lot 0302027. -steps taken with customer/troubleshooting: per customer, they have issues with a particular patient specimen. In the 1st run, the result was ind. Upon repeat, same sbt and vortex for 1 minute, the result was positive for both novo and sapo viruses. Customer considers a co-infection to be unlikely and repeated sample again, going to original container. Customer only performs qc with a new lot or shipment. Previous qc was done on 4/30/21. New qc done on 6/10/21. Em or zone testing was performed on 6/9/21 and 6/10. Customer only did inside machine and prep area, and all results were acceptable. Per customer, failures occurred in different locations. Discussed possibility of contamination. 6/9/21 run 1095 lane a12 - ind 6/9/21 run 1097 lane a9 - novo+ and sapo+, same sbt as run 1095 6/9/21 run 1099 lane a2 - all targets negative, zone 3 (inside instrument) negative 6/9/21 run 1100 lane a4 - all targets negative

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: pch. Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient sample with bd max¿ enteric viral panel the result was ind. Repeat testing performed and tested positive for novo and sapo viruses. Confirmatory testing was repeated and the results were negative. There was no report of patient impact. It was reported that discrepant results for cat 443985 lot 0302027. Customer states they did not look at pcr cartridge to check for bubbles. Customer has also stop using auto-release function when releasing results. Customer has questions about the results for evp panel and reports discrepant results for cat 443985 lot 0302027. Steps taken with customer/troubleshooting: per customer, they have issues with a particular patient specimen. In the 1st run, the result was ind. Upon repeat, same sbt and vortex for 1 minute, the result was positive for both novo and sapo viruses. Customer considers a co-infection to be unlikely and repeated sample again, going to original container. Customer only performs qc with a new lot or shipment. Previous qc was done on 4/30/21. New qc done on 6/10/21. Em or zone testing was performed on 6/9/21 and 6/10. Customer only did inside machine and prep area, and all results were acceptable. Per customer, failures occurred in different locations. Discussed possibility of contamination. 6/9/21 run 1095 lane a12 - ind. 6/9/21 run 1097 lane a9 - novo+ and sapo+, same sbt as run 1095. 6/9/21 run 1099 lane a2 - all targets negative, zone 3 (inside instrument) negative. 6/9/21 run 1100 lane a4 - all targets negative.